Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. A dislodged conductor wire of the maryland bipolar forceps instrument was found by fa to be the primary failure related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was damaged. This failure is attributed to a component failure. Additional observations not reported by the customer were also identified. The instrument was found to have damage to the conductor wire's insulation. The wires were found to be exposed. The instrument failed the electrical continuity test. This failure is attributed to a component failure. There were signs of corrosion on the instrument bearings. The pitch and grip input disk bearings exhibited an orange discoloration. Corroded/contaminated instrument bearings are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or procedure video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (471172-16/k10220110 0011) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage and damage to the wire insulation. The damaged/broken conductor wire and insulation has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer noticed that the maryland bipolar forceps instrument had a loose cable. The customer removed and replaced it with a new instrument to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the robotic assisted left nephroureterectomy procedure was performed on (B)(6) 2022 on system (B)(4). The instrument was inspected prior to use. The customer did not know what surgical task was being performed when the issue occurred. The reporter also did not know what color the color the loose cable was. No fragment fell into the patient. There were no errors displayed by the system and there were no images available for review.